Event description:
(B)(6) 2024: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient saw a message on their controller that said settings not available. Patient stated that they thought they might need a new battery, but it turned out they didn't. The representative walked patient through resetting the controller and everything was working fine. Patient then said they charged their controller to 100% and then tried to increase their intensity this morning and saw the same message. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue. (B)(6) 2024: additional information was received from a manufacturer representative (rep). The rep reported that impedance (40,000) on electrode 5 was seen. Changed programming to cover pain and allow therapy adjustments. Allowed patient access to pulse width (pw). Patient had a return of pain; the issue is now resolved. Patient reported that the cause of the settings not available message was that setting c was malfunctioning, a rep couldn't repair the problem-the volume wouldn't advance. The rep shifted the device back to "a" and "b." Patient has been able to adjust b to function reasonably well; as well as the device will probably help them.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.